Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on limited info received, there is no way to determine if the mesh may have caused or contributed to the initially reported problem. There has been no lot number reported, therefore a mfg review is not possible. There is no indication of defective mesh, and no product has been returned. If any add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent repair of recurrent incisional hernia with implant of kugel patch.